Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 423 mg/dl. Customer had no symptoms of high blood glucose. Customer's emergency room visit was due to high blood glucose due to running out or reservoir. Customer was treated with manual injection. Customer was off of insulin pump for less than forty-eight hours at time of emergency room visit. Customer was advised that emergency reservoirs would be sent.